Event description:
It was reported to arthrocare corporation that the tip of a microblator 30 icw arthrowand had become detached from the device within the pt during a wrist arthroscopy procedure. It was reported that an additional hour of surgery and surgical intervention (additional incisions) was required to locate and remove the fragment from the pt. There was no reported injury to the pt.

Manufacturer narrative:
A final report will be submitted after the investigation has been completed.